Event description:
Insulet was informed on 08 april 2026 through a (B)(4) user report (reference number (B)(4)) that the patient experienced a few device problems while using the omnipod 5 system. The reporter was unsure of when the problems began. The reported problems are as follows: the pump cancels programs and stops delivering insulin with no alarm sounds, the amount of insulin distributed over 24 hours is not logged, the "max basal" setting rests to its default value without user input, the device do not alarm, the timestamps in the graph are incorrect and resets the 24h cycle at 10pm instead of midnight, the pdm also registered the paired sensor as 2 different sensors with different values, the statistics in the pump was reported to be corrupted after daylight saving on (B)(6) 2026. As a result, the patient was without basal insulin for nearly 2 days, but bolus insulin was delivered. It was reported that it could result in death or a serious deterioration in health, but no impact to the patient has been reported.

Manufacturer narrative:
The physical device was not returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the insulin totals for each day showed basal insulin being delivered. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. No evidence of a failure to deliver insulin or any issues with the basal program was observed in the available cloud data. The cloud data showed that multiple alerts were generated during this period, including urgent low glucose and missing sensor values alerts. Review of the cloud data found that no automated delivery restriction alerts were generated during this period. The cloud data showed that these alerts were correct generated as conditions were met. It could not be conclusively determined if the omnipod 5 application was correctly commanding generation of the sounds expected for these alerts to the controller operating system or if the controller or pod were correctly generating the sounds commanded just from the available cloud data. The exact cause of the reported inaudible alerts could not be determined from the available cloud data. Review of the cloud data found that a change in timezone due to daylight savings time occurred on (B)(6) 2026, which would result in the timestamps of insulin delivery being shifted. It was also noted that the max basal setting did not change during this period and remained at 1.5 u per hour throughout. It could not be conclusively determined if the device time was correctly reflecting the insulin history timestamps. The exact cause of the reported time discrepancy could not be conclusively determined from the available cloud data. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.